Event description:
Technician alleged that the brake caster ratchets side to side when brakes are applied. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.